Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d9, h3, h6. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii-IV diagnosed via ultrasound. Device has been explanted and replaced with non-abbvie device.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii-IV diagnosed via ultrasound. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture and rupture was received on feb 13, 2025 with lot number 2817135. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed an opening assessed as unidentified (tear) opening. Shell thickness was within specification. No other observations observed, no further actions are required.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii-IV.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii-IV diagnosed via ultrasound. Device has been explanted and replaced with non-abbvie device.